Event description:
It was reported that a data error alert occurred after the pump's ship date. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.